Event description:
Doctor was using bovie(cautery pencil) on a knee arthroscopy and he turned it off and set it on mayo stand. The bovie turned on by itself and it would not shut off. Doctor had to turn off generator. Pt was not injured.